Manufacturer narrative:
F10 & h6. Device code - updated. H1. Corrected from malfunction report to serious injury. The device was returned and evaluated by manufacturer. Visual and microscopic inspection revealed no damage or irregularity. There was no sign of fluid to the device. The stent delivery system was able to be inserted into collar and advanced through the shaft and out the tip of the device with no resistance or issue.

Event description:
It was reported that an air embolism occurred. The target lesion was located in the severely calcified artery. A guidezilla ii, 7f guide extension catheter was selected for use. During a percutaneous coronary intervention (pci) procedure, it was noted that a non-bsc balloon catheter, stent, and y-shaped connector's deliverability for lesion was poor, orbital atherectomy system (oas) was delivered using guidezilla up to left main coronary artery segment os. After that time, the pressure became dull, and when the blood was reversed (drawing blood with a syringe), air got mixed in. When the non-bsc balloon catheter delivered using the guidezilla in the same way, the same issue occurred, as well as in delivering the non-bsc stent. The procedure was completed with the original device. There patient was in good condition post procedure.

Event description:
It was reported that an air embolism occurred. The target lesion was located in the severely calcified artery. A guidezilla ii, 7f guide extension catheter was selected for use. During a percutaneous coronary intervention (pci) procedure, it was noted that a non-bsc balloon catheter, stent, and y-shaped connector's deliverability for lesion was poor, orbital atherectomy system (oas) was delivered using guidezilla up to left main coronary artery segment os. After that time, the pressure became dull, and when the blood was reversed (drawing blood with a syringe), air got mixed in. When the non-bsc balloon catheter delivered using the guidezilla in the same way, the same issue occurred, as well as in delivering the non-bsc stent. The procedure was completed with the original device. There patient was in good condition post procedure.

Manufacturer narrative:
F10 & h6. Device code - updated. H1. Corrected from malfunction report to serious injury.

Event description:
It was reported that an air embolism occurred. The target lesion was located in the severely calcified artery. A guidezilla ii, 7f guide extension catheter was selected for use. During a percutaneous coronary intervention (pci) procedure, it was noted that a non-bsc balloon catheter, stent, and y-shaped connector's deliverability for lesion was poor, orbital atherectomy system (oas) was delivered using guidezilla up to left main coronary artery segment os. After that time, the pressure became dull, and when the blood was reversed (drawing blood with a syringe), air got mixed in. When the non-bsc balloon catheter delivered using the guidezilla in the same way, the same issue occurred, as well as in delivering the non-bsc stent. The procedure was completed with the original device. There patient was in good condition post procedure.